Manufacturer narrative:
(B)(4). The insulin pump was received with stripped battery cap at coin slot area, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked reservoir tube lip and cracked end cap. (B)(4). Mother of customer called and stated that she had called previously and go ta belt clip replacement. She states when she received the replacement, she noticed that the casing between the reservoir chamber opening and the battery chamber opening is cracked. Bumped/dropped/cosmetic damage t/s per dop. Patient's bg is 160 mg/dl. Customer states the pump has cosmetic damage. Adv to d/c from pump. She states the damage to the pump was not caused by a vehicular accident. She states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. She states the pump does show signs of physical damage. Type of damage is: crack. Damage occurred: not sure. Location of the damage is: area between the reservoir chamber and battery compartment. Customer states the damage to the pump is: crack. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl that the pump is not watertight. Expl rpl policy. Expl interaction aftercare email. (B)(4).

Event description:
It was reported that the insulin pump was cracked between the reservoir compartment and battery compartment. The blood glucose reading was 160 mg/dl. The infusion set and reservoir did not show signs of damage. Nothing further was reported.